Event description:
The drill bit broke and a piece of it remained in the pt. On follow-up with the customer, it was reported that during a craniotomy procedure made for clipping an arterial aneurysm, the tool broke completely, suddenly. The research of the missing part has been negative, no dural wound has been seen. Post-operative tdm and cranium radiography found a tool fragment into the intraparenchymal tissue. Clinical consequences for this event reported by the hosp would be: risk for infection, risk that the piece would migrate, and unable to perform MRI in the future.